Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the first firing was fine with the black cartridge with peri strips. The device was reloaded for the second firing with a green cartridge and peri strips. When the device was being fired, the surgeon stated that the device sounded a little different than the first firing. After the device was removed, the cutline and the staple line on the patient side were fine. The staple line on the specimen side did not form the proper b form shape. The outer row of the staple line went into the peri strips but did not form the proper b form to hold the peri strips. The two into rows of the staple line on the specimen side were malformed and some of the staples went back up into the cartridge. The device was reloaded and completed the case with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes. If so, which product? Pier strip. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). One piece sled, damaged cartridge. The analysis results of the found that it was received with the right side of the reload properly fired, the left side appears to fire 1/3 of the way. The inner sled wedge broke out from under the drivers and into the knife slot of the reload. This caused the two rows nearest the knife slot to not deploy. The rows of staples farthest from the knife slot appear to have fired. The damage to the cartridge is consistent with the device being clamped over a hard object or thicker tissue then indicated. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If the firing cycle is continued the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws and the tissue to be stapled is of the appropriate thickness for the reload being used. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph was returned for review. Ees field quality engineer reviewed the photo and provided the following summary: "it is my opinion, based on the event and what I could observe in the pictures, that this event was probably the result mid line cartridge deck deflection, resulting from the cartridge selected could not overcome the forces generated by compressing and firing on the combination thickness of the tissue and buttressing material."

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.